Manufacturer narrative:
Unit passed displacement test, active current measurement, and self test. Unit received with unexpected battery power loss shown in power graph for different periods of time and had high sleep current, problem isolated to electronic assemblies. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had batteries are lasting less than expected. Troubleshooting was performed and no alerts presented referring to low battery. Customer cleans the battery cap and compartment frequently. Customer was using duracell battery. Customer did not rewind pump daily on the vibration mode. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.